Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose was 93 mg/dl. The customer reported that they were able to clear the alarm and complete the rewound process. The displacement test was passed. It was reported that insulin pump error alarm reoccurred during the load reservoir process. The device will not be returned for the analysis.